Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(4) 2021 the buttons are not responding and the insulin pump is not communicating with the transmitter. Device passed self test and displacement test. Device communicated properly with test guardian link transmitter. No communication anomaly noted. All buttons function properly. Device passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. All buttons functioned properly and the pump communicated properly with test guardian link transmitter. During test. No communication anomaly or keypad anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer said that the buttons did not always respond right away when navigating the screens. Customer had to press them 2-3 times to change selections sometimes. No harm requiring medical intervention was reported. The device will not be returned for analysis.